Event description:
A pt was admitted for angioplasty of a lesion common iliac artery. The lesion was distal to a palmaz stent that had been implanted approx 27 months earlier. As the terumo sheath was being advanced through the previously implanted palmaz stent, the physician felt resistance. During the procedure, the physician observed what appeared to be a piece of the palmaz stent in a peripheral vessel. The piece was successfully removed from the pt using a snare catheter and is being returned for eval. The event had no impact on the placed stent, and there was no pt injury. Additional info will be submitted within 30 days of receipt.